Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the pilot valve is leaking. Additional details state the unit does not alarm on start up.